Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the pump's expulsor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: d5. Operator of device, unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not beep for any occlusions, however the whole bag of chemo medication was still full, the port had positive blood return, and pump was showing that all the dose was given. Continuous infusion rate: 2.1 ml per hour. Reservoir volume: 0 ml. Given: 96 ml. Length of infusion: 46 hours. Lock level: ll2. Closed system drug-transfer device was used to fill cassette. Pump was not used to prime the extension tubing. New 5 fu dose ordered, given to patient day patient came for pump disconnect, with new pump and new set of tubing to be disconnected friday (B)(6) 2023. Adverse patient effects are unknown.